Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The lesion being treated was a highly calcified left anterior descending (lad) artery lesion that was predilated. The physician was unable to cross the lad lesion with taxus express2 8.8% 3.0 x 16 mm drug eluting stent. Upon removal of the stent, one of the stent struts was lifted by the guide catheter. There were no pt injuries.